Event description:
Information was received regarding a medfusion 4000 pump. It was reported that 64 pumps had seven or more acu watchdog alerts from january through october, 2021. It was later added that there was primary audible alarms, non-OEM power cord, cracked battery door around screw and front case corner, and a non-OEM speaker with a resistance of 7.1 ohm. The smiths tamper evident seal was altered in the battery compartment and plunger head. The j9 glue was missing, and there was no signs of fluid ingress. The OEM speaker counts l3, l4, and l5 equal 52, 114, and 176, respectively. Customer could not determine the cause of the alerts. It is unknown if there was any patient, or clinician injury associated with this particular occurrence.